Event description:
It was reported to boston scientific corporation that a wallflex rx biliary uncovered stent was implanted during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture from the right hepatic duct into the common bile duct approximately 6cm in length. The patient anatomy was noted to be moderately tortuous. The stricture was not dilated prior to stent placement. During the procedure, the stent was successfully deployed within the correct location. However, resistance was encountered when removing the stent delivery system and the delivery system broke. The physician attempted to retrieve the detached portion of the delivery system with forceps but was unsuccessful. The physician advanced the endoscope forward to the duodenum and the section of delivery system moved out of the bile duct. The physician was able to remove the delivery system and the endoscope from the patient together as a unit. The stent remained implanted within the desired location and the procedure was completed successfully with this wallflex stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Only the distal portion of the inner lumen and the inner member jacket were received for analysis. A visual examination of the returned device found that the inner lumen was broken proximal to the distal tip. The inner lumen was kinked at various locations. In addition, the inner member jacket was torn. A review of the device history record confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification for this event is "operational context."

Manufacturer narrative:
The device component code 3038 relates to the device problem code 2907 for the reported event of delivery catheter detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary uncovered stent was implanted during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture from the right hepatic duct into the common bile duct approximately 6cm in length. The patient anatomy was noted to be moderately tortuous. The stricture was not dilated prior to stent placement. During the procedure, the stent was successfully deployed within the correct location. However, resistance was encountered when removing the stent delivery system and the delivery system broke. The physician attempted to retrieve the detached portion of the delivery system with forceps but was unsuccessful. The physician advanced the endoscope forward to the duodenum and the section of delivery system moved out of the bile duct. The physician was able to remove the delivery system and the endoscope from the patient together as a unit. The stent remained implanted within the desired location and the procedure was completed successfully with this wallflex stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good."